Event description:
Spinal needle broke off in pt's back. Fragment was retrieved. Four days later - several voice mail messages were made to the facility requesting additional info and the status of the sample.